Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b2,b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h7, h9, h10. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the blade was not removing the graft evenly throughout the process. There was no harm, injury, delay or adverse event reported and there were no medical intervention/additional surgical procedure required. An additional skin graft was needed in order to complete the surgery. Due diligence is complete. No additional information is available.